Event description:
It was reported that blood was found clotting in the blood reservoir. No reported patient effect. (B)(4).

Manufacturer narrative:
The device has not been returned for evaluation. The DHR does not contain any abnormalities. The probable route cause is patient related clotting. The malfunction is not reproducible. There are no additional information available for this incident. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. No further investigation will be conducted at this time. Additional information: the product mentioned under section d is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510(k): k102919. A supplemental medwatch will be submitted if additional information becomes available.